Event description:
It was reported that during vns generator replacement surgery, high impedance was observed on the patient's vns. Multiple lead pin insertion troubleshooting attempts were performed and the high impedance did not resolve. The tc stated that they would perform a generator diagnostics when a test resistor was obtained. Follow up revealed that the medical professional believed that the lead was nicked during surgery which was the cause of the high impedance. This was further supported as the pre-op diagnostics and the generator diagnostics were within normal limits. The explanted products were received by the manufacturer. Generator product analysis was completed. The reported near end of service, or neos, condition was duplicated in the product analysis, or pa, lab. An end of service, or eos, message was observed and found to be associated with pulse disablement by the generator. The pulse disabled byte was able to be reset. With the case removed and the battery attached to the printed circuit board assembly, or pcba, the battery voltage measured 2.30 v, confirming the neos condition. The generator performed according to functional specifications. The electrical performance of the generator in the pa lab was used to conclude that no anomalies existed and the neos/eos conditions were expected events. Other than the pulse disabled event, there were no performance or other adverse conditions found with the generator. Lead product analysis was completed. An abraded opening in the tubing was observed past the electrode bifurcation. The reported fracture of leads was not verified. A portion of the lead containing the electrode array was not returned and, therefore, evaluation could not be made as to that portion. The large o-ring connector boot had partial detachment from the connector ring assembly. The tubing of the negative coil was abraded open at approximately 1 cm past the end of the electrode bifurcation. The negative coil has smoother surfaces indicating wear at this location. The lead assembly has dried remnants of body fluids inside the inner tubing. No obvious point of entrance was noted other than the identified large o-ring boot detachment, abraded opening, and cut end of the returned lead portion. Other than the above mentioned observations and typical wear/explant related observations, no other anomalies were identified in the returned lead portion. No additional relevant information has been received to date.